Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported leakage could be duplicated and was solved by tightening the o2 hose clamp. The ventilator passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided. The root cause of the reported leakage was the untightened o2 hose.

Event description:
It was reported that there was an o2 leakage from the ventilator. Patient involvement is unknown. Manufacturer's ref #: (B)(4).